Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tube shaft was bent. The instrument was applied to the appropriate test media. Functionally, the remaining seven tacks deployed and seated properly in the test media. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia surgery, the surgeon felt discomfort and unusual in squeezing the device from the start of use. Tacking was successful from the 1st to 3rd tacking. But the 4th tacking was unable to be performed well, so the 4th tacker was taken out from the patient's cavity. The surgery was completed by replacing it with a new product. There was no patient injury.